Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with high blood glucose due to trauma, that was in the 400 mg/dl to 500 mg/dl range shortly after hospitalization. The customer was driving and was hit by the vehicle of a drunk driver who was speeding. The customer was wearing the insulin pump at the time of hospitalization. She stated that her blood glucose was fine all day and she experienced no problems with it before or at the time of the accident. The customer stated that her doctor resolved the high blood glucose. Nothing further was reported.